Event description:
Pt was on a ventilator post-operatively for incision and drainage of a neck abscess. Pt became agitated and combative. O2 saturation dropped abruptly and staff unable to pass suction catheter through et tube or ventilate with bvm. Pt re-intubated by anesthesia but required cardiopulmonary resuscitation during procedure. Pt suffered apparent anoxic brain damage. Previous et tube noted to be bent or kinked upon removal.